Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/2019 and 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: analysis of the returned device identified: weight to the spec, deformation and brown particles. Bubbles in the gel observed after autoclave cycle. Base on the device analysis the final assessment is: no issues found related with the manufacturing process the event of seroma-late and capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late and capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and ¿peri implant liquid.¿ device has been explanted.